Manufacturer narrative:
The hill-rom technician found the emergency stop button was broken and non functional and the control box and needed to be replaced. The emergency stop button is located on the control box. Per the periodic inspection for the golvo lift (3en371001 rev. 4) instructs: press the emergency stop button. With the emergency stop button in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was broken and non functional. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).